Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg required frequent recharging, sometimes the ipg would not hold a charge and the patient had difficulty maintaining communication when charging. The patient's ipg was explanted and replaced with a different model.

Manufacturer narrative:
Results: functional testing revealed the returned ipg charged normally and passed a discharge test. The report that the ipg would not hold a charge was not confirmed. Assuming that the patient was running stimulation continuously with 1000 ohm lead impedances, and based on the available stimulation settings, the recharge interval would have been between 5 and 21 days depending on how the ipg was utilized. The reported recharge interval is in line with the calculated range based on the last programmed settings; therefore, the ipg functioned as intended. X-ray analysis identified 7 broken feedthrough wires. None of the broken wires corresponded to programmed channels; therefore, this finding would not contribute to the reported issue. As there were no reported issues concerning impedance or output, it could not be determined if the feed through wires were broken prior to or during the explant procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.